Event description:
It was reported that during a cystectomy procedure, between the ducts cysticus and chole three clips didn´t hold. The remaining clips held. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.